Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes gel fails to migrate, and poor barrier separation after centrifugation. This event occurred 11 times. The following information was provided by the initial reporter. The customer stated: ¿for 2 days customer has randomly observed in 5 cases reported so far that samples are centrifuged up to 3 times and gel fails to migrate. Additional details: samples are allowed to clot for more than 40 minutes; samples have been centrifugated in 3 opportunities in 3000 rpm, for 10 minutes in each centrifugation; centrifuge is selecta brand and is properly calibrated. (Complaint coordinator statement: customer reports 5 tubes with poor barrier issue, but picture provided also shows 3 tubes with hemolysis and fibrin.)

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation, hemolysis and fibrin was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation, hemolysis and fibrin was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier separation, hemolysis, and fibrin strand(s), because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation, hemolysis and fibrin based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes gel fails to migrate, and poor barrier separation after centrifugation. This event occurred 11 times. The following information was provided by the initial reporter. The customer stated: ¿for 2 days customer has randomly observed in 5 cases reported so far that samples are centrifuged up to 3 times and gel fails to migrate. Additional details: samples are allowed to clot for more than 40 minutes; samples have been centrifugated in 3 opportunities in 3000 rpm, for 10 minutes in each centrifugation; centrifuge is selecta brand and is properly calibrated. (Complaint coordinator statement: customer reports 5 tubes with poor barrier issue, but picture provided also shows 3 tubes with hemolysis and fibrin.)